Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that a patient data file needs to be sent in order to confirm reason for disablement. The patient has been unable to be seen in-clinic to obtain the data file due to a non-related device procedure. At this time no additional information has been received and the device remains in service. No adverse patient effects were reported. Additional information received advised the data file was received and ts reviewed the device data and confirmed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service.